Event description:
On dec 4, 2004 the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately control high. The pt obtained a high control solution result of 151 mg/dl on the reported meter. The control range was not specified. The pt neither alleged harm nor experienced injury or medical intervention. She contacted a medical professional for advice; however, no treatment was specified. The customer care rep. (Ccr) verified that the pt had the correct control solution and had test strips that were in good condition. The ccr walked the pt through two consecutive control solution tests and the results fell outside the specifications. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.